Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for endovascular treatment of an abdominal aortic aneurysm in july 30, 2002. The diameter of the proximal non-aneurysmal aortic neck was 20mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 185 mm. It was reported the aortic neck was angulated. The iliac arteries were not calcifed and not tortuous but were aneurysmal. The patient has a history of coronary artery bypass graft. The bifurcated stent graft was reported to have been pulled down upon runner retraction possibly due to angulation of the aortic neck, which required placement of a 24 mm diameter x 3.75 cm length aortic cuff. It was reported that the "buttressing technique", as stated in the IFU to be utilized when resistance is felt when pulling back the runners, was recommended during the procedure. However, it is unknown if this technique was used. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.